Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received excessive radio frequency pic failed self test. During troubleshooting, bolus deliveries were not recording in bolus history. Customer's blood glucose was 175 mg/dl. Customer was not able to continue troubleshooting. Customer was advised that insulin pump would need to be replaced. No further information provided.